Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during routine follow up, the patient presented with an increase in lv vector threshold due to left ventricular (lv) lead dislodgement. The device was reprogrammed. The lead remains in service. No adverse patient effects were reported.